Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records do not contain hospital progress notes, clinic progress notes or treatment records for review. The pdrn did not know the cause of the patient's peritonitis. The pdrn stated that "the doctor believes that peritonitis might be a hygiene issue." Per the physician's notes, on (B)(6) 2015, "the patient's gram negative peritonitis is associated with a peritoneal dialysis catheter tunnel infection which often requires removal of the peritoneal dialysis catheter." The physician was not willing to remove the peritoneal dialysis catheter at this time and continued to treat the patient with antibiotics. The peritoneal dialysis catheter is not a fresenius manufactured product. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler set and the patient's peritonitis. Although there is no specific indication of the source of peritonitis, the medical records do not suggest that the products used during peritoneal dialysis caused peritonitis. Medical records suggest that the catheter and possible hygiene issues may have been the cause of the peritonitis.

Event description:
On (B)(6) 2015, this (B)(6) male patient had a peritoneal dialysis culture that showed klebsiella oxytoca isolated. The patient subsequently presented to the hospital on (B)(6) 2015 and admitted for klebsiella peritonitis. Patient was treated then, discharged on (B)(6) 2015.